Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the 1st obtuse marginal and one endeavor sprint rx drug-eluting stent implanted to the proximal lad. Approximately 2 weeks post index procedure the patient was rehospitalized due to chest pain. A mi was confirmed. It is unknown whether the reported mi was related to the target vessel. 14 hours after the patient was admitted to hospital, the patient presented with complex ventricular arrhythmia following by cardiac arrest. Patient's death occurred. The investigator indicated that the reported events were possibly related to the study device. (Reference MFR#'s 9612164-2012-00339 and 9612164-2012-00340).

Manufacturer narrative:
(B)(64). Evaluation results: inherent risk of procedure (death/myocardial infarction).

Manufacturer narrative:
(B)(4).